Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of dissection, as listed in the mini trek instructions for use (IFU), is a known adverse event associated with coronary angioplasty procedures. Dissections can be influenced by several factors including, but not limited to, lesion characteristics, procedural technique, and device size selection. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that the mini trek was used for a coronary angioplasty procedure in the tortuous and calcified left anterior descending artery. The mini trek was inflated to nominal pressure with the first inflation and caused a vessel dissection. Another balloon was inserted and dilated to seal the dissection. There was no adverse patient sequela after treatment of the dissection. There was no reported resistance during use of the mini trek. Though requested, there was no additional information provided.